Event description:
A company representative interrogated a newly-implanted generator prior to the end of generator replacement surgery. A final system diagnostic test was then performed, and the company identified that the programmed autostimulation settings appeared to be programmed to abnormal values. The company representative reprogrammed the generator settings to its intended values before surgery was completed. Preliminary review of the programming tablet operations at the time of the unexpected settings indicated the apparent settings change was related to interpretation of data within the programming system. No additional relevant information has been received to date.

Manufacturer narrative:
Corrected data: the UDI was inadvertently omitted from the initial MDR. Labeled for single use?, corrected data: the initial MDR inadvertently reported that the software was a single use device. Usage of device, corrected data: the initial MDR inadvertently reported that this was the initial use of the product. Instead, this did not apply.

Event description:
Upon further investigation, it was determined that some response packets of data received from the generator via the wand were duplicated and/or received out of sequence compared to the prior command packets from the programmer. This resulted in the software incorrectly calculating several parameter values that were received to display. Note that the actual data programmed into the generator was correct. No further relevant information has been received to date.